Manufacturer narrative:
Legal manufacturer: (B)(4). Patient information: per the customer, this information is not available. The serial number and UDI are not available at this time. Ge healthcare's investigation is ongoing. A follow-up summary report will be submitted when the investigation is complete.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. Ge healthcare became aware of this event on (B)(6) 2019. It was reported that no alarm was provided when the patient's spo2 was low. There was no related patient consequence.

Manufacturer narrative:
Block h9: 2126677â, ?091219, â?016â, ?c. Investigation findings: it was reported to ge healthcare (gehc) that on 14 may 2019 there was recurrence of an issue described as no spo2 alarm following a no telem alarm condition. There was no related adverse patient consequence; specific patient demographic information was not made available. Gehc engineering reviewed the cts log files and full disclosure ECG printouts related to the event. Engineering was also able to reproduce the described issue in the testing lab with a similar device. The result is as follows: when there is an active alarm for a spo2 lo limit violation followed by a no telem condition lasting 4 to 11 seconds in duration, if the existing spo2 lo alarm prior to the no telem condition is still active, the spo2 lo alarm does not reactivate once the no telem condition is resolved. If a new spo2 lo limit alarm occurs during or following the resolution of the no telem condition, an appropriate spo2 limit alarm will be asserted. The investigation concluded the issue is due to an idiosyncrasy in the telemetry server spo2 alarm processing software. Gehc has initiated a field safety recall to correct the affected devices. The correction report number is: 2126677â, ?091219â, ?016â, ?c.